Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B) (4).

Event description:
User facility reported an injury to the cervix upon removal of the disposable novasure device at the completion of an endometrial ablation. During follow-up with the physician on (B) (6) 2010 and (B) (6) 2010 he reported that at the completion of the ablation cycle, he was "unable to fully retract the array' into the external sheath and additional force was needed to remove the device from the patient. Upon removal, the novasure device lacerated the endocervical canal. He reported this was a "minor laceration", 1cm in length, on each side of the canal, which he cauterized for "reassurance". The patient was admitted to the hospital for overnight observation. Additionally, the physician reported "the injury was minimal and the patient is fine at this time".